Manufacturer narrative:
(B)(4). Unit received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. No moisture damage electronic assembly. No fluid noted on unit. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer's mother reported via phone call that their insulin pump smells of insulin and alarmed button error. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Troubleshooting was performed and reports the pump was exposed to fluid in the past with no moisture visible in the pump. Alarm history was checked for alarms and number of alarm occurrences found button error and no delivery on (B)(6)2017. Mother stated does not recall how she resolved it. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.